Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the pump was observed to have moisture visible through the display lens. The pump display screen was found to be blank upon start up due to the moisture ingress. The pump black box history indicated that the pump emitted multiple call service cs052 alarms. The pump opened and moisture was found on the internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting call service 052-0001 alarms which were unable to be cleared by rebooting the pump. The reporter confirmed rebooting the pump with new batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.